Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user wa re-implanted on (B)(6) 2025 according to skin problems. Further information is requested from the field.

Manufacturer narrative:
Additional information: according to the limited information received from the field the device was explanted due to skin problems. The recipient was reimplanted on the same day. A review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. Despite requested neither further information nor the device has been received for investigation.

Event description:
The user was re-implanted due to skin problems.